Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to multiple dose injections for insulin therapy. Customer¿s blood glucose level was 286 mg/dl.